Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that, the pt has pain in the hip joint. The pt had blood work done during (B)(6). The results of the blood work show elevated cobalt levels. The pt had a MRI done. Depending on the results of the MRI, pt may need a revision surgery.